Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2020, the surgeon implanted a ph cage. During the surgery, the tips of two h10 solid drivers broke off into screw head(s). Removal was not deemed necessary as the tips were flush with the screw head(s). Conventus orthopaedics, inc. Is submitting two separate mdrs for each of these two breakage events. This MDR is regarding the h10 driver (model no. 7798-1).